Event description:
The healthcare professional reported that during an endovascular embolization procedure, the first coil chosen for implantation after a neuroform atlas® stent system (stryker) was placed was a 4mm x 10cm cerepak freeform coil, which was deploying fairly nicely in an odd-shaped aneurysm, but eventually, the microcatheter kicked out. It was reported that the physician placed the blame on the length of the coil, so a 3.5mm x 9cm cerepak freeform coil (scr123509 / lot# unknown) was chosen after struggling to regain access to the aneurysm. The 3.5mm x 9cm cerepak freeform coil filled the one lobe of the aneurysm fairly well; however, it did not initially detach when it was pulled back 2cm with manual detachment. The physician was guided to continue to pull back 2cm several more separate times, it was reported that they physician may have pulled the whole system back with her left hand at some point during one of those attempts. As a result, a decent amount of the proximal end of the coil was deployed into the parent vessel. It was reported that the physician was not happy about this and used a pusher wire to push the coil back into the aneurysm. The physician questioned what actually happened with the detachment and became frustrated. The detachment of the 3.5mm x 9cm cerepak freeform coil coupled with the physician getting the microcatheter kicked out during the deployment of the 3.5mm x 9cm cerepak freeform coil prompted the physician to switch to tetra coils (stryker). The physician proceeded to use eleven (11) tetra coils. The reported set up the physician used was as follows: neuron max® 088 sheath (penumbra), sofia¿ 5f intermediate catheter (microvention), and a prowler 14 microcatheter (catalog / lot# unknown). The reported device issue resulted in a 10-minute delay in the procedure. The procedure was successfully completed without any reported negative patient impact. On 21-may-2024, additional information was received. Per the information the lot number of the 3.5mm x 9cm cerepak freeform coil was 31201422. The location of the target was an unruptured aneurysm on the anterior communicating artery (acom). The aneurysm was lobulated with two lobes. Per the information, the physician did blame the length of the 4mm x 10cm cerepak freeform coil for the microcatheter kicking out. The information indicated that the 4mm x 10cm cerepak freeform coil was removed once the physician established the belief that it had too much length. The 3.5mm x 9cm cerepak freeform coil was implanted. The information also provided the explanation that was given to the physician as follows: ¿her left hand may have slid slightly back while proceeding to manual break the coil with her right hand pulling back, which in turn left the tail of the coil in the parent vessel. The prowler 14 microcatheter (catalog/lot# unknown) was also used with the stryker coils to complete the procedure. Per the information, the physician did not consider the 10 minutes procedure extension to be clinically significant, it was ¿more of a nuisance to her and she explained the patient¿s lives are at risk during these procedures and delays add to the risk.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (31201422) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the statement regarding the device lot number that was submitted in the 3500a initial medwatch report. [Correction]: in the initial medwatch, the statement ¿the lot number of the device is not known; therefore, manufacturing documentation review was not performed¿ was erroneously documented. The device lot number is known and manufacturing documentation review was performed. The corrected statement is documented in this 3500a supplemental report. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (31201422) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.